Event description:
The following is based on information extracted from the patient's medical records: on (B)(6) 2009- repair of incarcerated ventral incisional hernia with composix kugel mesh. On (B)(6) 2009- admitted thru the ER with complaints of abdominal pain and vomiting. On (B)(6) 2009- excision of composix kugel mesh. Reportedly, the mesh side of the composix kugel was exposed to the small bowel and the bowel had become adherent to the mesh.

Manufacturer narrative:
Based on the information available at this time, no definitive conclusions can be made. The medical records indicate the small bowel was exposed to the mesh portion of the composix kugel and had become adherent. It is unclear how the small bowel became exposed to the mesh and there is no indication in the implant operative description exactly how the mesh was placed (ie: smooth side down). The IFU states to ensure proper orientation; the solid white surface (eptfe) must be oriented against the bowel or sensitive organs. Do not place the mesh surface against the bowel. There may be a possibility for adhesion formation when mesh is placed in direct contact with the bowel or viscera. Adhesion is also listed as a known possible adverse event in the IFU. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, no sample was returned for evaluation. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.